Manufacturer narrative:
On 31 may 2016 it was prepared a final report with the information already submitted in the previous reports. On the same date the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Additional information received on 15mar2016 from the initial reporter and includes: the patient haven't fallen after the primary surgery. The surgeon thinks that the bone fracture is the consequence of the subsidence. On 18mar2016, the medical affairs director performed a clinical evaluation and commented as follows: suspected subsidence of a collared stem in cementless tha two months after implantation by an expert surgeon. The subsidence has been measured on an x-ray taken because of a luxation. The subsidence cannot be confirmed with the poor quality pictures available. The surgeon also suspected an infection and a possble calcar frack, treated by cerclage wire. Subsidence of a collared stem with long experience in absence of fracture or infection is a very rare event, whose root cause I cannot imagine, as the stem does not look to have been misplaced or underdimensioned. Additional information received on 30mar2016 from the initial reporter and includes: the infection is confirmed by the surgeon and the following pathogens were found: "enterococcus faecalis and enterobacter cloacae" . Batch review performed on 30 march 2016. Lot 151472: (B)(4) items manufactured and released on 03 august 2015. Expiration date: 2020-06-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 01 april 2016 the r and d project manager made the following analysis after visual inspection of the retrived implant: observing the femoral stem no particular sign can be noted, except on the neck: such signs was probably caused during the removal phase. The ha on the surface of the stem is not reabsorbed. Some bone can be seen on the anterior side, mainly in the more distal part of the stem. During the visual inspection also the picture and x-rays received were taken in consideration but they do not add any useful information to the visual inspection performed directly on the retrieved explant. The surgeon confirmed the infection ( pathogen : « enterococcus faecalis and enterobacter cloacae »). That could be the root cause of the event.

Event description:
Revision about 1 month after primary due to stem subsidence, bone fracture and dislocation. Suspicion of infection. The stem was replaced with a cemented stem and the femur was cabled and screw applied. The ball head was revised. The acetabulum was cleaned and the cup was stable, left in place.

Manufacturer narrative:
On 14 april 2016, ceramtec provided a document review of the ball head involved in this complaint - not marketed in the USA (biolox delta ceramic ball head 12/14 ø 32 size s -4, lot. 7011005249), reporting as follows: the component properties and microstructures as obtained from the quality documents accomplish the requirements. There are no indications of any pre-existing material defect or non-conformities regarding sterilization. Due to the lack of ceramic parts, no further investigation could be done.